Manufacturer narrative:
H.6. Investigation summary: five safetyglide needle assemblies in fully sealed blister packs from batch 9018980 (p/n 305900) were received and evaluated. No visual defects were observed. The samples were forwarded to the needle manufacturing facility for further investigation. The reported defect was not identified in the samples received. Five (5) samples were received from the bd plant in canaan, CT. The bd plant reported receiving the samples in unopened blister packs; however, the bd plant had opened the blister packs for their investigation resulting in the bd plant in columbus receiving opened samples. The returned safety glide needle assemblies were visually examined using unaided vision with no defects being observed. The safety shields were able to be activated on all the returned samples. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the returned lot number(9018980) that could have contributed to the reported defect.

Event description:
It has been reported that the needle sftygld 22x1-1/2 rb has been found experiencing difficulty to engage the safety mechanism during use. The following has been provided by the initial reporter: material no.: 305900 batch no.: unknown. It was reported that the caps are sticking and the safety mechanism is hard to close. It was also reported that the needle pops off. Per email: date of incident: (B)(6) 2019. Product: needle monoject 22 ga x 1.5inch and needle hypodermic with syringe detachable 1ml luer lock 25ga x 5/8 inch lot number: product expiry date: n/a number of defective product(s): 1 is sample available: yes concern description: the magellan 1ml syringe 25 g x 5/8 inch seems to have been replaced with a bd safety glide. Nurses voiced concern over having a hard time drawing up the med (vitamin k) with a filter syringe and then switching to the needle. Due to the syringe being a slip tip it has been hard to disconnect the filter syringe, resulting in the needle popping off and the nurse almost sticking herself with the needle. They have also reported that the safety guard is extremely hard to close, also resulting in the needle popping off. A similar situation has been reported with the magellan 22g x 1 1/2 inch safety needle being replaced with the bd safety glide. These needles are often used for im and are also used for collecting cord gases. Nurses have reported the caps sticking, and the safety guard being hard to close, again resulting in the needle popping off.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the needle sftygld 22x1-1/2 rb has been found experiencing difficulty to engage the safety mechanism during use. The following has been provided by the initial reporter: material no.: 305900, batch no.: unknown. It was reported that the caps are sticking and the safety mechanism is hard to close. It was also reported that the needle pops off. Per email: date of incident: (B)(6) 2019. Product: needle monoject 22 ga x 1.5inch and needle hypodermic with syringe detachable 1ml luer lock 25ga x 5/8 inch lot number: product expiry date: n/a. Number of defective product(s): 1. Is sample available: yes. Concern description: the magellan 1ml syringe 25 g x 5/8 inch seems to have been replaced with a bd safety glide. Nurses voiced concern over having a hard time drawing up the med (vitamin k) with a filter syringe and then switching to the needle. Due to the syringe being a slip tip it has been hard to disconnect the filter syringe, resulting in the needle popping off and the nurse almost sticking herself with the needle. They have also reported that the safety guard is extremely hard to close, also resulting in the needle popping off. A similar situation has been reported with the magellan 22g x 1 1/2 inch safety needle being replaced with the bd safety glide. These needles are often used for im and are also used for collecting cord gases. Nurses have reported the caps sticking, and the safety guard being hard to close, again resulting in the needle popping off.